Event description:
The customer reported that x-ray exposure failed after turning the system on in the morning. No harm has been reported as the system was not in clinical use when the event occurred. This event is reportable and is under investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer inspected the system onsite but the issue was not reproduceable. Analysis of the log files revealed the cause of the reported problem was host and high-voltage communication problems. The service engineer reconnected the assembly connector, connected the network cable, set the 3d display, and the system was returned to use in good working order. It is advised in the instructions for use to perform a system verification test to ensure that the system is functional before use of any clinical procedure. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.